Manufacturer narrative:
The system power module (spm) was returned and evaluated by the failure analysis team and the reported error 816, 824, 858, 860, and low battery message failure were confirmed but not replicated. In artemis, these errors were found indicating a battery related fault issue. Upon visual inspection, no issues were found that would be related to the reported event. This spm assy unit was returned along with the patient side cart (psc) battery assy pn 373599-02 for the same reported event. This spm assembly was installed, programmed, and tested on the printed circuit assembly (pca) is4000 system 1, with no issue on startup and no errors or failures we triggered. To troubleshoot the root cause of this reported event, the spm assy charge feature was tested by draining the battery charge to 1 green led and to 38.8 volts, psc was left plug in to a power source to test the charge feature of the spm assy unit and in less than an hour the battery was full charge to 41.8 v with all 3 green solid led lighted. This spm charge feature passed the test within the 2-hour threshold. As a result of this test and findings, failure analysis concluded that probable and/or potentially root cause could be attributed with the psc battery assy charge level.

Event description:
Refer to h11 for follow-up information.